Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the settings not available message/being unable to increase stimulation, not feeling 50% improvement from the therapy, and having pain had been resolved. It was reported that they had an impedance issue with their lead. They were able to reprogram around the impedance and the patient called them last week and told the rep they were doing great. There were no more issues to report for this patient. They were getting therapy and extremely happy. Charging issues have cleared up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that they are unsure the cause of the impedance issues. They added that there are two electrodes that are not functioning properly and they were able to program around them. The rep indicated that the charging issue is resolved. The patient switched to a conventional/tonic stimulation program with a low intensity and didn¿t realize it. That¿s why her battery was not depleting as fast as it normally is on a dtm/high dose program.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said she charges at bedtime and would be at 30% and then suddenly that all changed. Pt states sunday at 2pm she charged and at 4:32 spoke to a manufacturer representative (rep)  and it was showing 60% controller and 100% ins since sunday night. Pt states rep changed her programs from b to a and while on the phone forgot to check intensity at that time. Pt states at b its been at 6.8v and when went to a was at 6v on all 4. Pt states she went to 6.5v and would not let her increase anything, pt states she could decrease from 6v to 5.9v and cannot increase. Pt states she's been in bed all day long because she is in pain since yesterday. Pt states she needs a new device, pss reviewed settings not available is not the equipment and is more so the ins. Pt states she saw this message weeks ago and spoke to their rep. The pt seemed concerned that her ins is still at 100% and states should be decreasing. Pss advised to schedule an appt with the rep and the healthcare provider (hcp) to have the system checked. Patient services pss) also advised to try and change groups. Pt during call did try and change groups and felt stimulation in different areas. Pt noticed today she cannot increase. Pt mentioned she was going to go back b where she was initially. Patient confirmed stimulation was on. Patient switched back to group b and tried increasing again but was only able to decrease. When asked event date, patient said within 2-3 months ago she noticed she was in really bad pain. Pt states she noticed intensity were in the 6.8 v and one had changed to 3v and pt states she never touched this but changed on its own. Pss reviewed to try each of the groups and if still not helping to make an appt with the rep to have the system adjusted. Pt mentioned she can tell the difference when the ins is off and understands that the device was not going to take the pain completely away and they were hoping for 50% improvement. At one point pt states she doesnt feel 50% improvement and states she has to be in her bed and she could not stay up and could not stand on feet hardly at all. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pss sent email to the mdt rep. The rep replied indicating that they would handle it.

Manufacturer narrative:
H6. Device code missed on previous supplemental rr. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.